Event description:
It was reported that during the implant attempt, the physician positioned the right ventricular lead but there was no signal sensed. The lead impedance was high. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism.